Event description:
It was reported that the patient underwent a posterior and posterolateral lumbar fusion at l4-5, l5-s1 using rhbmp-2/acs combined with resorbable ceramic granules, placed inside of a cage. Following the surgery, the patient developed persistent back and leg pain. The patient underwent additional imaging. A CT scan dated (B)(6) 2013 demonstrated that the patient had developed subsidence and ectopic bone growth at l4-5. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.